Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a strand like particle. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between july 01, 2022 - july 03, 2022. H10: the device and a photograph of the sample were received for evaluation. The device was returned filled partially with a solution. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no issue was observed of the connector or cap area of the actual sample. The photograph was reviewed and a blurry white polymeric appearing elongated particle possibly of acrylonitrile butadiene styrene material was observed in fluid path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.